Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. The device was received for evaluation. Visual and functional testing were performed. Visual inspection revealed tamper seal was intact, battery cover, battery and air mix knob are missing, battery holder is also damaged. The device passed functional / delivery tests. The root cause was found to be that the user interface impact to battery holder. Performed preventative maintenance procedure. Replaced damaged battery holder assay. Replaced out of specification pressure gauge. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a battery cover is needed. No patient injury reported.